Event description:
Customer reported a malfunction indicated by "malf 24" and requested a replacement pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent with updated software, provided storage mode instructions, and instructed the customer to return the malfunctioning pump to tandem within 10 days. Customer understood and acknowledged instructions.